Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of customer's pump screen being cracked but still functioning. The mother states the son can still program bolus and conduct other functions off of memory. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the pump, and that it would be replaced and returned for analysis.